Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that in (B)(6) the patient had a heart attack and at that time high, out of range, lead impedance and loss of capture were observed. The lead was explanted and replaced. The patient condition is fine.